Event description:
Patient reported left side "capsular contracture" baker grade unknown, calcifications and "anxiety". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified the weight the device was within specification. A visual observation noted a crease flat. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.